Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that when the subject meter was charging using a wall adapter, the meter was displaying message that it was connected to pc. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.